Event description:
Procedure type: inguenal hernia repair (tep). According to the reporter: the pin from the adjustable seal collar was found in the patient's belly button. The procedure was already completed. The pin was retrieved from the patient's belly button and continued closing the wounds. No patient injury was reported.